Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant product(s): a 0286 lead, implanted: (B)(6) 2013, 0295 lead, implanted: (B)(6) 2016, e162 ICD, implanted: (B)(6) 2013, etbf3216c145e stent, implanted: (B)(6) 2013, etlw1616c93e stent, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was capped due to lead issues. Follow up information indicated that the patient presented to the health care provider¿s office with low impedance on the pace/sense portion of the rv lead and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.